Event description:
A distributor (B)(4) forwarded info to the manufacturer in regard to a reported adverse event involving a trilogy 100 ventilator. According to the distributor, a (B)(6) infant who had been receiving continuous positive airway pressure (CPAP) therapy via the trilogy 100 ventilator expired on (B)(6) 2010. The cause of the death has yet to be determined. There does not appear to be an allegation the trilogy 100 malfunctioned during the reported event. A getemed infant apnea monitor was also reported to be in use at the time of the event. The devices are correctly in the possession of the authorities and a follow-up report will be filed when additional info is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise detection on the lead was observed. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.